Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer changed insulin and contact detach infusion set tubing, performed a rewind, and initially attempted to fill tubing while the tubing was not connected to the insulin cartridge and connector, resulting in the ilet not being connected to the body overnight and subsequent hyperglycemia; troubleshooting and education were provided, the fill process was completed with the contact detach attached, and the infusion set was successfully inserted. Symptoms included hyperglycemia with blood glucose reported over 400 and no acute symptoms such as loss of consciousness or dka. Outcomes included no medical intervention, no back-up therapy, and no ketone testing. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error related to infusion set/tubing connection during cartridge fill, with unclear root cause for the hyperglycemia beyond loss of insulin delivery while disconnected. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.